Manufacturer narrative:
The sample has not been returned to davol for an evaluation, nor was user was able to provide a lot number, without having the sample for evaluation and based on the information as it was reported root cause cannot be determined. This products instructions for use have been reviewed and was found to prescribed the proper method of implantation for this device to prevent undue injury to the patient and damage to the device. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it was reported that following the implant of a ventralight st w/echo, one of the mesh connectors was unaccounted for. Reportedly, the surgeon did an extensive search, of the body and was unable to locate the missing connector. The surgeon reports that he is not overly concerned if the connector was retained in the body and has no expectation that it would present as an issue for the patient. There was no reported adverse patient outcome as a result of this event. As an unintended portion of the device was possibly left in vivo, an MDR is being submitted to document this event.